Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a troponin I free sample when processed on a vitros 5600 integrated system. The investigation determined the assignable cause of this event was instrument related. Prior to service actions being performed, troponin I precision test results were outside of acceptable guidelines. An ortho field engineer performed service actions and returned the vitros 5600 integrated system to its expected performance. Following these action, acceptable vitros tropi es precision was observed. The investigation determined that the assignable cause of this event is instrument related.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result from a known troponin I free sample using the vitros 5600 integrated system. Troponin I free sample vitros result: 0.194 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were obtained by the ortho field engineer during service actions. There was no allegation of patient harm as a result of this event. (B)(4).